Event description:
The customer reported an infusion pump alarmed. This alarm occurred during patient use with an unknown drug. The pump alarmed while infusing to the patient and resulted in an interruption of therapy. There was no patient injury or medical intervention necessary according to the hospital representative. The pump was swapped out with no further incident. No additional information is available.

Manufacturer narrative:
The pump has not been received for evaluation. A follow-up report will be filed once the device is received and evaluated or if any additional details become available.